Event description:
It was reported that the hcp connected the pump to an unaspirated catheter during a pump replacement procedure soon after the priming bolus was started. The hcp was informed that the bolus was still running and that the pt would be bolused with the drug in the catheter. The catheter length was unk. A registered nurse involved with the pt's care was informed of the bolus. The pt had no symptoms and was doing fine at the time of the call. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates morphine. A follow-up report will be submitted if additional info becomes available.